Manufacturer narrative:
The esheath was returned with the delivery system and crimped valve inserted through. Photos and procedural imagery provided by the site showed the patient's access vessel had presence of calcification and tortuosity. The sheath distal tip remains unopened. Visual inspection revealed the sheath shaft was fully expanded as designed. The sheath distal tip was unopened. The sheath distal tip was torn radially. A valve strut caught onto the sheath distal tip and partially punctured the tip near the axial score line. There was minor soft tip damage. Functional testing revealed the axial score line opened as designed. Dimensional inspection was unable to be performed due to the returned condition of the device. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip torn and sheath shaft resistance with delivery system were both confirmed based on the provided images and condition of the returned device. However, no manufacturing non-conformance was identified during evaluation. A review of the DHR and lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, 'the valve and sheath were removed as a unit and upon removal it was observed the tip of the esheath was slightly torn below the radiopaque marker'. Evaluation of the returned device showed the sheath distal tip was torn by the valve. While a definitive root cause was unable to be determined, investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. Per the complaint description, 'upon delivery of the 26 mm valve, the physician could not advance the valve past the tip of the esheath. The physician attempted repositioning the sheath, withdrawing and re-advancing the valve without success'. 3mensio imagery reveals that the access vessel had presence of tortuosity. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Factors such as tortuosity can create a challenging pathway for delivery system insertion through the sheath. Despite the larger esheath used (16f instead of 14f), tortuosity can create suboptimal angles for delivery system insertion/ advancement through the sheath, which can lead to high push force and resistance, making it more likely for the crimped valve to make contact with the sheath distal tip. This patient factor, in combination with the improper tip expansion (see distal tip root cause discussion above), likely resulted in the resistance during delivery system insertion. As such, patient factors (tortuosity) and improper tip expansion may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint event was confirmed. No manufacturing nonconformances were identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach a bav was performed with a 25 mm kit balloon and the 26 valve decision was confirmed. The 25mm bav had mild difficulty withdrawing into the 16 fr esheath. Upon delivery of the s3u valve, the physician could not advance the valve past the tip of the esheath. The physician attempted repositioning the sheath, withdrawing and re-advancing the valve without success. The valve and sheath were removed as a unit and upon removal it was observed the tip of the esheath was slightly torn below the radiopaque marker. The s3u valve was catching underneath the marker. A new 16 fr esheath was placed and a new 26 sapien 3 ultra valve was prepped and deployed successfully. No patient injuries were reported. The patient was doing well post procedure. Per medical opinion, the physician believed the event was due to a device malfunction.